Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to what appeared to be sinus tachycardia. Oversensing of small amplitude p waves was also noted. Technical services (ts) was contacted and recommended possible reprogramming options. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.